Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 9 months post implant of this 23mm bioprosthetic valve in the pulmonary position of a (B)(6) year-old pediatric patient, it was replaced valve-in-valve with a transcatheter pulmonary bioprosthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to stenosis, moderate pulmonary insufficiency and increased gradients due to the patient physically outgrowing the valve. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.